Event description:
While compounding in children's pharmacy IV room on wp11, technician noticed sealed syringe packages with no syringes in them. All the same lot (4114162) and serial (B)(6). Manufacturer response for syringe packages, syringe packages (per site reporter) fedex tracking [redacted number].